Manufacturer narrative:
H4: device manufacture date: november 19, 2020 - november 20, 2020. H10: the device was received containing 9 ml of fluid in the bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused; approximately 50% remained in the device. This was observed during use. The device was filled with 105cc 5-fluorouracil plus diluted solution. There was no patient injury or medical intervention associated with this event. No additional information is available.